Manufacturer narrative:
Qc was within the lab's established ranges. A bci service was not dispatched for this event. A clear root cause of this event can not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low thyroglobulin auto antibodies (tgab) on five patients and one erroneously high result on patient 6, which were generated by unicel dxi 800 access immunoassay analyzer. Patient samples were repeated on the same unit and on a different unit. Repeat runs produced higher results for the first 5 patients and lower result for the 6th patient was obtained. The erroneous results were reported out of the laboratory.